Event description:
The amsco shoulder attachment which supports the pt's upper body dropped to a supine position (approx three inches). Prior to event the attachment was examined by employee for properly locked position by testing via pushing down on the attachment and the red locking markers.